Event description:
The customer reported one patient had a change of treatment in connection with a human thyroid-stimulating hormone (access htsh) result generated on the access 2 immunoassay analyzer (serial number (B)(4)) on (B)(6), 2014. The htsh result of 4.18 miu/l (reference range 0.34 - 5.60miu/l) was reported outside of the laboratory and was questioned by the physician. The patient was prescribed tapazole. System check passed on (B)(6), 2014 and quality controls from (B)(6) 2014 were within specifications. Fast tsh2 calibration passed using reagent lot 470142 and calibrator lot 333848 on (B)(6), 2014. The sample was either serum or plasma and was collected in the green top lithium heparin tubes with a gel separator. The sample was centrifuged at 3300 rotations per minute (rpm) for ten (10) minutes at room temperature. The customer did not report any sample quality issue.

Manufacturer narrative:
The customer did not provide the patient's age, gender, date of birth, and weight information.service was not dispatched. There was insufficient evidence to suggest reagent problem, or instrument issues in connection with this event. There was no indication that the reagent was returned for evaluation. The cause of the event cannot be determined with the available information. (B)(4).